Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected audio anomalies noted during testing. However, pump error 63 alarm confirmed in the pump history (variable info=3) due to broken trace at pin1, u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a beep anomaly and insulin pump occasionally alarms but other times there was no sound at all. The customer stated that they did a self test and got pump error alarm and then did another self test and it was passed. The insulin pump was returned for analysis.